Event description:
During an avm embolization treatment procedure, it was reported the guidewire could not be inserted into the catheter's hub. No patient injury reported.

Manufacturer narrative:
Examination of the guidewire showed that the guidewire's distal tip (cap) was missing.